Event description:
It was reported by the customer "on (B)(6) 2023, a peripherally cannulated central venous catheter was placed under the guidance of b-ultrasound (bard three-way valve 3fr catheter), during use, normal maintenance, after the placement of 2 months (i.e., may), trachoma appeared at the junction of the catheter and the decompression sleeve, which was manifested as leakage during infusion, and the rest was not special, immediately cut the catheter 2cm under sterile conditions and replaced the decompression sleeve after the catheter was used normally, and on (B)(6) 2023, trachoma appeared again at the connection between the catheter and the decompression sleeve, that is, leakage during infusion, and the rest was not special, because the catheter could not be cut again, the PICC catheter was immediately removed, and the pediatric patient did not complain of discomfort after extubation, and was given a new indwelling needle to continue the infusion treatment." This report addresses the trachoma in may.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.